Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation could not be verified due to no sample/photo received. A device history record review for model 2423-0007 lot number 18077258 was performed. The search showed that a total of 2,883 units in 1 lot number was built on 24jul2018. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that as lvp 10d 4ss 4ss 2g-4wspk cv tubing separated on 10 occasions. The following information was provided by the initial reporter: material no: 2423-0007 batch no: 1018077258 it was reported tubing separated at the luer lock connection. Customer email dated (B)(6) 2020: the problem was reported to me on (B)(6). None of the tubing¿s were attached to a pump. No patients were harmed. Customer: our spr department reported that they had at least ten tubing sets #2423-0007 that came apart at one of the luer lock connection as it was not tightened correctly. They had to tighten the tubing back to together to make it functional. We ran in to this same problem about a year and half ago.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 10d 4ss 4ss 2g-4wspk cv tubing separated on 10 occasions. The following information was provided by the initial reporter: material no: 2423-0007, batch no: 1018077258. It was reported tubing separated at the luer lock connection. Customer email dated 24 aug 2020: the problem was reported to me on 8-19. None of the tubing¿s were attached to a pump. No patients were harmed. Customer: our spr department reported that they had at least ten tubing sets #2423-0007 that came apart at one of the luer lock connection as it was not tightened correctly. They had to tighten the tubing back to together to make it functional. We ran in to this same problem about a year and half ago.